Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the spo2 readings are too high. No patient impact or consequences were reported.

Event description:
The customer reported the spo2 readings are too high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: the returned device was evaluated. External visual inspection found no external damage or defects. The unit powered on and off using battery and ac power. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The alarm setting button was not responsive due to contaminated metal dome key. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.